Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the inflation lumen (shaft), fluid in the balloon and inflation lumen (shaft). The tip, balloon, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed a burst in the balloon material, 56mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous external iliac artery (eia). An 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a longitudinal balloon tear.